Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jun2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of air flow out of range and after changing the air flow sensor now has error code message of oxygen flow out of range. The customer reported there was no patient involvement.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of air flow out of range and after changing the air flow sensor now has error code message of oxygen flow out of range. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR 14oct2019 date of report 15oct2019 the customer was contacted and has chosen to not repair the device at this moment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.